Event description:
It was reported that the user accidentally announced a second dinner meal on the ilet device and subsequently experienced a low blood glucose event with a reported value of 70 mg/dl that was treated with oral glucose. Symptoms included no clinical signs, symptoms, or conditions beyond the documented low glucose measurement. Outcomes included no health consequences or impact. Investigation included communication with the user, and review and analysis of information provided by the user, including the device meal history. Investigation of this case revealed no device problem was found, a usage problem was identified, and the event involved the user interface and an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.